Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported device damaged by another device (caused damage) appears to be related to procedural conditions associated with this second clip interacting with the first implanted clip, causing slda of that implanted clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, one triclip was successfully implanted. During deployment of second triclip, the first triclip had single leaflet device attachment(slda) from the septal leaflet due to contact with the second clip. Additional clip was deployed to stabilize the slda clip. The tr was reduced to grade 2 post procedure. There was no clinically significant delay.